Event description:
Reporter indicated that diagnostic testing resulted in high lead impedance. No trauma or patient manipulation were reported and no obvious cause for the high lead impedance has been found. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.